Event description:
According to the information received, this valve was explanted due to aortic stenosis. The patient's diagnosis also indicated cardiac arrest necessitating bypass surgery. The patient was reported to be in stable condition. Additional information was requested; however, none has been received.